Event description:
It was reported that the device was unable to be interrogated using rf telemetry. Technical support was contacted and the original firmware of the device was downloaded, which restored the rf function of the device to resolve the event. The patient was stable and will continue to be monitored.